Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
The patient's legal guardian reported the pod adhesive peeled off and cannula came out of the infusion site (abdomen). The patient's blood glucose levels rose to 31.2 mmol/l (561.6 mg/dl) with ketones of 0.9 mmol/l. The patient was in bed and started vomiting. The pod was removed and a new pod was applied for treatment.